Manufacturer narrative:
The duration date of the cannula on the patient in the box h10 was incorrectly entered in the initial report. The cannula (lot no. 00136868) was in use on the patient from (B)(6) 2024 until the time of the event on (B)(6) 2024 (114 days). On 2024-07-30, the excor cannula lot no. 00136868 was returned to berlin heart gmbh for investigation. The visual inspection of the returned cannula section revealed a superficial cut on the outer layer of the inflow cannula. The cannula section was cleaned and disinfected for further examination. The subsequent microscopic examination of the cannula section revealed a superficial cut on the outer surface of the inflow cannula. The cut was approximately 5 mm long. Moreover, no breach or crack of the cannula was detected. Based on the evaluation, it was concluded that the external damage to the cannula is an superficial cut that was most likely caused by a sharp and pointed object.

Manufacturer narrative:
The cannula (lot no. 00136868) was in use on the patient from 2024-04-08 until the time of the event on 2024-07-19 (102 days). We have reviewed the production records of the excor apex cannula lot no. 00136868. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart clinical affairs was informed by the clinic on 2024-19-01 that there was a small crack on the surface of the apex cannula for children ø 12/9 mm; l 27 cm. The defect appeared to be on the outer layer of the inflow cannula and was palpable to the touch. There was no leakage of blood reported. The site was advised to remove the affected portion of the cannula and return it to bhi for evaluation. The berlin heart excor blood pump functioned as intended, maintaining complete filling and ejection throughout.